Manufacturer narrative:
Unused samples from the same lot of production received from customer and evaluated in the manufacturing plant. The samples were reviewed and tested; and no issues were observed. The root cause of the reported issue could not be determined. Causation between the catheter use and the reported issue could not be confirmed.

Event description:
It was reported that after the hollister vapro plus pocket hydrophilic intermittent catheter was inserted for about 3 minutes, the nurse tried to remove it and it was stuck. It was reported that the nurse had the charge nurse come to assist her and they had to pull very hard to remove it. It was further reported that about 24 hours later the end user developed a uti and had to be readmitted to the acute hospital for treatment.

Manufacturer narrative:
Samples available for investigation but not yet received. Hollister verified that the lot was sterilized in accordance with the dmr. In addition, a review of the DHR found the records to be complete and accurate. The root cause of the reported event cannot be determined.